Manufacturer narrative:
(B)(4). Additional information: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The tubing was noted to be slightly crimped by the blue slide clamp. Simulated use testing was performed by connecting the device to a solution bag and priming. The set was found to prime normally. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clear-link solution set had difficulty priming as there was no flow. The no flow occurred during priming; the reporter stated that the slide clamp ¿would put a kink in the tubing¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.